Manufacturer narrative:
The company rep examined the system and confirmed the problem reported. The power supply was replaced. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause was determined to be a nonconforming power supply. (B)(4).

Event description:
An ophthalmic surgeon reported the equipment did not turn on prior to a vitrectomy procedure. The procedure was canceled, however, the pt had received peribulbar anesthesia. There was no harm to the pt.